Event description:
The customer reported that the paddle set failed to discharge. The defibrillator remained changed when depressing both discharge buttons.

Manufacturer narrative:
No evaluation of the paddle set is possible as the customer scrapped the paddle set. The manufacture date could not be obtained as no serial number was provided.